Manufacturer narrative:
On 21-mar-2024, bwi received additional information regarding the event. The physician was using qdot ablation catheter for one of the first times. He doesn¿t usually have many complications with using stsf so he naturally is assuming that qdot must be why there was an adverse event. There was not a device malfunction during the procedure that the medical team was aware of. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion with pericarditis that required prolonged hospitalization. The patient had chest pain and a transthoracic echo was performed to confirm the effusion. No intervention performed. The patient did not require surgery. Transseptal puncture was performed during the case. The physician's opinion on the cause of this adverse event is bwi product malfunction. However, there was no evidence of steam pop or error messages observed on bwi equipment during the procedure. The patient returned to the hospital a week post-op and the physician kept the patient overnight to monitor. The patient fully recovered.